Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd emerald¿ syringe had the incorrect scale markings on it. The following information was provided by the initial reporter: "a 10ml emerald syringe had been found to have incorrect markings on it."

Manufacturer narrative:
Investigation summary: to aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, scale marking issues were identified. The scale marking is produced through the use of a hot stamping process in which the ink is embedded into the barrel of the syringe. In this case, a failure during the marking process could have occurred; however, an exact manufacturing cause could not be identified. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd emerald¿ syringe had the incorrect scale markings on it. The following information was provided by the initial reporter: "a 10ml emerald syringe had been found to have incorrect markings on it."